Manufacturer narrative:
No sample has been received by MFR for eval. The device history record (DHR) for the identified lot was reviewed. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to the MFR's acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during mfg. Any defects, such as damaged tops and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional info has been requested. (B)(4).

Event description:
A pharmacist reported that a knife "had no cut" and could not be used. Procedure or pt involvement is unk. Additional info has been requested.